Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an 1870 error code is the pump's motor or photo switch; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).

Event description:
It was reported the device exhibited error 1870 for the second time. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.